Event description:
Scrub nurse was setting up table and noted a foreign item in the bottom of the tray within the pack. Because all items and trays on both back tables were touched, both setups were torn down. The entire setups were repacked and again set up. Nothing from the pack reached the patient.

Event description:
Scrub nurse was setting up table and noted a foreign item in the bottom of the tray within the pack. Because all items and trays on both back tables were touched, both setups were torn down. The entire setups were repacked and again set up. Nothing from the pack reached the patient.